Event description:
Sensor error. When the catheter was connected to the cable, there was no signal displayed on the monitor. The staff changed the cable first, but still no signal. The catheter was removed and a new catheter was used. The new catheter worked properly and the procedure was completed without further issues. No injury to the patient. Manufacturer response for nav c3 st sf ff, biosense webster (per site reporter).